Manufacturer narrative:
(B)(4).

Event description:
The patient complained of "triggering" anti-theft devices in shops which has become consistent since (B)(6) 2010. The patient also had problems with scales while weighing fruits or vegetables (wrong choice, no amount = 0). He bought a wireless mouse and keyboard for his computer and was not able to make them work together. Both devices worked perfect while the patient was behind the computer. Only one device worked when standing in front of the computer. It was noted that he never used his patient programmer. Additional information has been requested.